Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. However, during defibrillation threshold (dft) testing, the first induction was attempted but there was no response from the device when the induce button was pressed. A second attempt was made and the induction and conversion were successful. Engineering review of the log files confirmed the device did not respond during the first induction attempt, due to telemetry issues. No adverse patient effects were reported.